Event description:
Subsequent to the previously submitted medwatch, it was learned that the death certificate lists cardio-respiratory arrest as the cause of death. Date of death was recorded as (B)(6) 2012. No autopsy was performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). Cardiac arrest is a known observed and potential adverse event as listed in the xact instructions for use.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of death, as reportedly, the patient was found dead at home on (B)(6) 2012. There was no reported product deficiency. Death is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effect and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 6 days after the xact stent was implanted in the 100% stenosed right internal carotid artery, the patient was found dead at home. The date and cause of death remain unknown at this time. It is suspected, but not confirmed, that the cause of death was a fall. No additional information was provided.